Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
It was reported that a patient with unstable ventricular tachycardia (vt) had detection withheld while in the intensive care unit (ICU). The clinician noted that the rhythm remained unchanged for 10 minutes. The patient was given an external shock to convert. Stability was programmed on at 30ms. The vt was unstable between r-waves and stability was resetting detection. The stored electrogram of treated vt shows stability withholding detection. The company's technical services consultant discussed stability programming. The nominal setting for stability is off. 30 ms is the tightest interval to program, meaning the vt r-r variance could be small and stability will withhold treatment for this minimally unstable r-r. The device remains in use. No further patient complications were reported as a result of this event.